Manufacturer narrative:
This receiver cannot receive pt info on any channel. Device exchanged and return of defective device requested for failure investigation.

Manufacturer narrative:
Manufacturer narrative: the org-9100a receiver is displaying signal loss for all beds. This receiver cannot receive patient information on any channel. Device exchanged and return of defective device requested for failure investigation. The device was evaluated and the customer's complaint was confirmed. The device unit has signal loss on all beds. The spo2 readings are very noisy. The unit failed the +/- 3khz on all new receivers. The unit was replaced with a new org- 9100a. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
(B)(4).